Event description:
Doctor attempted to deploy proglide closure device but the "footplate did not deploy" correctly. Doctor needed to pull hard in order to get footplate to remove from artery. Artery hemostasis did occur, but doctor was concerned that he might need to have vascular surgery see patient. All ended up okay, but proglide did not function correctly.